Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported spray of fluid with subsequent exposure to the healthcare professionals. It was reported that as the full liner was being removed from the receptal canister, the lid separated from the liner. The customer reported that there was "body fluid exposure" to the healthcare professionals. The healthcare professionals reportedly showered and changed their clothes. There were no reported adverse effects to the healthcare professionals. No medical interventions were required. Though requested, no additional information was provided.